Event description:
During pt's ercp [(endoscopic retrograde cholangiopancreatography)], there was resistance felt by the md while passing the cre biliary balloon dilation catheter down the working channel but was unable to properly utilize equipment for its intended purpose. Upon exchanging, resistance was once again felt by the md and then a black straw like piece came out of the working channel of the duodenal scope. It should be noted that the foreign body never entered the patient. Upon further investigation after the case, it was determined that the guide wire sheath broke off the dilation balloon during insertion.